Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the closurefast catheter, the temperature reached almost 147°c, the radio frequency generator shut off, and error code 350 was displayed on the generator, resulting in the procedure being aborted. No visible damage to the catheter was seen. Compression was applied over the area being treated. The problem persisted. The device was used to treat the proximal segment of the right great saphenous vein in a peripheral vein. The lumen was flushed prior to use, tumescent infiltration and hand/manual compression were utilized, and the instructions for use were followed without issue. The device was safely removed from the patient, and no segments were treated. No patient symptoms, complications, adverse outcomes, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.